Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 12 bd vacutainer® lh 170 i.u. Plus blood collection tubes experienced under fill or low draw of a tube with blood which was noted during use. The following information was provided by the initial reporter: not enough vacuum in the tube. There is not enough vacuum into the tube so it is very difficult to drawn blood in it. This has happened on multiple sampling and subjects this morning (4 subjects/3 tubes per subject so far).

Manufacturer narrative:
H.6. Investigation summary bd had not received samples or photos from the customer facility for evaluation. Retention samples were selected from bd inventory for evaluation/testing and upon completion, no issues were observed relating to low draw volume as all samples met specifications. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product.

Event description:
It was reported that 12 bd vacutainer® lh 170 i.u. Plus blood collection tubes experienced under fill or low draw of a tube with blood which was noted during use. The following information was provided by the initial reporter: not enough vacuum in the tube. There is not enough vacuum into the tube so it is very difficult to drawn blood in it. This has happened on multiple sampling and subjects this morning (4 subjects / 3 tubes per subject so far).